Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  In this case, the exact valve serial number and date of the event is unknown. For this reason, the day of the presentation was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing.   Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed.   The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate that the cause of the paravalvular leak is unknown. However, patient factors (bicuspid aortic stenosis) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through 2019-tvt presentation-¿why the next trial of tavr vs. Savr should be in bicuspid aortic stenosis¿, the author reports  a patient with a heavily calcified bicuspid aortic valve received a valve in valve with 26mm sapien xt valve for an unspecified reason. Approximately 2 years post tavr, the patient was reported to have severe paravalvular regurgitation in the presence of sinus of valsalva aneurysm. Patient underwent surgical repair of the psuedoaneurysm and bioprosthetic aortic valve replacement.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.